Event description:
Facility reports that dialysis was initiated and approximately 2-3 minutes later, the luer on the arterial monitor line cracked resulting in blood loss. Estimated blood loss 30-40 ccs.